Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board, the generator interface board and the ps1 power supply. It was also necessary to retap the transformer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system locked up during a case. The system performed as expected after reboot. There was no report of patient injury.